Event description:
This is a spontaneous case report received on 27-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure on (B)(6) 2013 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy in or around (B)(6) 2013. Follow-up received on 16-jun-2016. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (on or about (B)(6) 2013 she underwent a total hysterectomy). At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received: reporter, product indication and event information were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and uterine perforation ("essure migration on left into myometrium") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hysteroscopy (removed and cleaned up cyst) on (B)(6) 2003. Concurrent conditions included morbid obesity. Concomitant products included ibuprofen (motrin) from 7-aug-2013 to 25-sep-2014 and oxycocet (acetaminophen w/oxycodone) from 2-sep-2011 to 1-sep-2012. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal infection ("vaginitis"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). The patient was treated with paracetamol (tylenol), para-seltzer (excedrin), tramadol, oxycocet (percocet), cilest (sprintec) and surgery (total hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, migraine, dyspareunia and weight increased had resolved and the uterine perforation, menorrhagia, vaginal infection and headache outcome was unknown. The reporter considered dyspareunia, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.5 kg/sqm. (B)(6) 2009: essure confirmation test conducted. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet provided. Patient demographic details provided; essure removal date added; vaginitis, migraines, headaches, essure migration on left into myometrium, dyspareunia (painful sexual intercourse), and weight gain were added as event; pelvic pain, migraines, weight gain, painful intercourse outcome was changed to resolved; concomitant drugs added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and embedded device ("essure migration on left into myometrium") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hysteroscopy (removed and cleaned up cyst) in 2003, uterine dilation and curettage on (B)(6) 2013 and fallopian tube cyst (excision) on (B)(6) 2013. Concurrent conditions included overweight, allergic rhinitis, endometriosis, dysfunctional uterine bleeding, ovarian cyst and paratubal cyst. Concomitant products included cyclobenzaprine since 2013, ibuprofen (motrin) from (B)(6) 2013 to (B)(6) 2014 and oxycocet (acetaminophen w/oxycodone) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal infection ("vaginitis"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with paracetamol (tylenol), para-seltzer (excedrin), tramadol, oxycocet (percocet), cilest (sprintec) and surgery (laparoscopy assisted vaginal total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving, the embedded device, menorrhagia, vaginal infection and headache outcome was unknown and the migraine, dyspareunia and weight increased had resolved. The reporter considered dyspareunia, embedded device, headache, menorrhagia, migraine, pelvic pain, vaginal infection and weight increased to be related to essure. The reporter commented: per mr: operative note: the right tube was initially cannulated with the essure device and appropriately administered. No trailing coils were identified; similarly the left tube was cannulated and this left 3 coils trailing. The patient tolerated the procedure well. It was reported that myometrium with essure coils embedded bilaterally at both right and left cornus. Essure coil in the fallopian tube but within the uterine wall and partially extending to the medial remnant of the tube which is still attached to the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Smear cervix - on an unknown date: abnormal. (B)(6) 2009: essure confirmation test conducted. Current weight 179 lbs. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming uterine perforation, pelvic pain, headache and menorrhagia. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet received. Outcome of pelvic pain was updated. Onset date of events and laboratory were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.